Event description:
It was reported that an occlusion alarm occurred. Customer declined troubleshooting from tandem customer technical support (cts). No further information was provided. Customer's blood glucose level was 234 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.